Event description:
It was reported, during device follow-up, the healthcare provider (hcp) was able to aspirate 37 ml from the pump, but when the hcp tried to fill the pump, only 35 ml could be injected. Multiple attempts were made with different refill kits. It was noted the hcp could not completely empty or fill the pump reservoir. Each time the hcp aspirated, there was less than the reservoir volume put in. The decision was made to explant and replace the pump. The pump was used to deliver morphine. The patient¿s status at the time of the event was reported as ¿alive-no injury.¿ it was unknown if there were any symptoms associated to the event. The pump was to be returned for analysis. The cause for the difficulty aspirating and filling the pump, and the patient¿s outcome remains unknown. Follow-up was performed to obtain this information. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump was returned, never implanted, due to not being able to aspirate all fluid from the pump. Upon arrival, 0 ml was aspirated; the pump was empty. All pump logs were clean; there were no motor stalls, motor stall recoveries, or errors of any kind in the pump logs. The pump passed all non-destructive testing. The pump was filled with 37.5 ml of sterile water and aspirated. The process was repeated 5 times, with no aspirating or filling issues encountered. The pump was then aspirated, then filled with 20 ml of sterile water, aspirated and filled for a total of 5 times, with no filling/aspirating issues encountered. As there were no problems recorded in any of the pump logs, and the allegations could not be reproduced in the lab, it was decided not to do destructive analysis on the pump. This preserves the pump too have these tests done in the future if the need arises. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was confirmed that the patient was receiving therapy as prescribed after the pump replacement. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was further noted this issue occurred intra-operatively. A new device was being used to replace the old device. On the operating table, the nurse was attempting to empty the sterile water from the pump and 37 ml was obtained and the pump appeared empty. Medication was injected into the reservoir but only 35 ml could be infused despite best attempts. The reservoir was again emptied but only 32 ml was obtained again and the pump appeared empty. This issue resulted in this new device not being implanted and another one used to complete the procedure. The patient's current status remains unknown. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.